Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial lead exhibited operation issue and unspecified helix rotation issue. The lead was exchanged during the procedure. The patient was stable in condition.

Manufacturer narrative:
The reported events were operation issue and helix mechanism issue. Analysis found that a complete lead was returned in one piece measuring 46.0 cm. The reported event of helix mechanism issue was confirmed. Visual inspection found the helix to be retracted and clogged with blood. After cleaning the helix, the helix could be extended and retracted by applying torque to the connector pin. The measured full helix was within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood. Visual and x-ray inspections of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.